Manufacturer narrative:
The reported event of could not untighten the setscrew then after another attempt the setscrew was stuck to the wrench tip was confirmed. Final analysis revealed the user of the torque wrench was stripping the setscrew inset due to incorrect wrench insertions while attempting to untighten it. The setscrew stuck to the wrench tip was then pulled out of the device through the septum when the wrench was removed. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for a system implant procedure. During the procedure, the physician tried to reposition the right ventricular lead, but the pacemaker's set screw was stripped and the lead was difficult to remove from the header. The pacemaker was not used and replaced. The patient was stable throughout.